Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified there is a fracture seen on the unknown provisional. As the devices were not returned further evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed from the provided picture for the bearing trial. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported during knee arthroplasty that the tibial bearing trial fractured. No adverse events reported as a result of this malfunction.